Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present in the helix housing. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Event description:
Boston scientific received information that this lead was an attempted implant. Upon initial placement the helix was noted to deploy and retract as expected. However, when repositioned the helix did not deploy. The lead was extracted and tested external to the patient and the helix still did not deploy. A second lead was attempted with similar results. The procedure was then completed with a passive fixation lead. No adverse patient effects were reported.